Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #:1627487-2017-05777, reference MFR. Report #:1627487-2017-05662. It was reported the patient¿s extensions disconnected from the ipg. As a result, physician plans to do a revision to correct the issue.

Event description:
Device 1 of 4, reference MFR. Report #:1627487-2017-05777. Reference MFR. Report #:1627487-2017-05662. Reference MFR. Report #: 1627487-2017-06338. The patient underwent a lead revision on (B)(6) 2017 where it was found the 3228 penta lead showed high impedances. The lead was therefore replaced. Effective therapy was restored post-op. See also related MFR. Report#: 1627487-2017-06338.